Manufacturer narrative:
Device was not returned for evaluation. The user likely disposed of the subject wipe and/or no longer in users¿ possession. Based on the reported events and information gathered from the reporter and olympus representative, the reported issue was due to off label use. There is no dedicated instructions for use for the micro instrument wipes, however the labeling does describe that it is an instrument wipe. It is not described as meant to be inserted into a patient. To date, no patient harm or injury was reported. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during a middle ear procedure as described by the reporter, the customer used the 230030 micro wipe in an off label manner. According to the report, the user cut the wipe and used as a background for the scope to point at inside the patient however, the user lost the piece of 230030 inside the patient. The user called the olympus representative and inquired if the piece is a radio opaque as the user tried to locate the piece of wipe in the patient. The olympus representative confirmed to the user that the wipe (piece of wipe) is not radiopaque. No further details were provided. There was no patient harm or injury reported due to the event.